Event description:
It was reported that at a follow up visit the atrial lead sensing was very low and there was noise on the atrial channel. The patient underwent a ventricular tachycardia ablation and after that procedure the atrial parameters were better. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.